Manufacturer narrative:
.

Event description:
Customer stated that the physician gained access in the right cfa with micro puncture which was switched out for a standard 6f sheath. A vcf was inserted with guidewire to obtain images and to cross bifurcation. Angio demonstrated proximal mid subtotal occlusion which appeared calcified. Guidewire was reinserted and initial catheter was exchanged for a trailblazer .035 which in combination successfully managed to cross lesion, however, not before a 7f sheath was exchanged for the 6f standard sheath. Once across the lesion, the guidewire was removed to confirm true lumen. A 5.0 spiderfx was then inserted through the trailblazer, followed by a nanocross balloon 3.5 x 210x150. The h1-lx was inserted after the pta and the device would not cross the proximal lesion. Nanocross balloon and competitor balloon was used, next followed by turbohawk that also didn't cross. The physician then used a 3.5x10 cutting balloon, which detached from the shaft upon deflation. A gooseneck snare was then used to retrieve cutting balloon. The force of pulling, sheared off the spiderfx in the lesion. Patient was re-draped and prepped on the same table and a cut down was performed. The surgeon was successful removing the spiderfx and cutting balloon. An investigation was performed and a review of the manufacturing records for the spiderfx were conducted with no discrepancies found. The spiderfx embolic protection device was not received for evaluation. No ancillary devices or cine images from the procedure were received. The instruction for use, (IFU), warns the user: do not apply excessive force to the capture wire. This may lead to distal embolization of debris, and vessel and/or device damage. The IFU further warns: never withdraw or move an intravascular device against any resistance until the cause is determined. Advancing with such resistance may lead to embolization of debris, and vessel and/or device damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.